Manufacturer narrative:
The number display properly and no anomaly noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programed several bolus and primed. The insulin pump was delivered properly. Motor functioned properly and no prime/fill anomaly noted. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers do not appear on the screen. The customer's blood glucose reading was 100 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.